Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegations were not confirmed. This lead passed testing and met specifications.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds. Additional information obtained from the field representative indicated that the cause of the high pacing thresholds was dislodgement. The lead was explanted. No additional adverse patient effects were reported.